Event description:
It was reported that the device alarmed with no message on the screen. No known adverse effects to patient.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating the event date for this event. Device completion date: (B)(6) 2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. Event log history could not be performed as it was impossible to download the event log history. During analysis, power up of the device was attempted and when the batteries were inserted, the device immediately alarms with blank screen. Subsequently, the circuit board was replaced. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Manufacturer narrative:
Additional information: date of event, concomitant medical products. One cadd-legacy 1 pump was returned for analysis in good condition with a scratched screen. Attempted to power up the device, when batteries were inserted the device immediately alarms with a blank screen. The circuit board will be replaced to resolve the issue.